Manufacturer narrative:
The site re-assessed the stent graft occlusion as possibly related to the index pocedure and probably related to the study device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted in a patient during the endovascular treatment of an abdominal aortic aneurysm. It was reported at the 1 year CT 100% occlusion of the contralateral left limb graft etlw1616c124ee was observed. The occlusion did not extend to the bifurcate. The patient has intermittent claudication. No treatment was given for the claudication. Future treatment for the occlusion is planned. The site assessed the occlusion as probable related to the study device and having a causal relationship with the index procedure and not related to an underlying condition/disease.